Event description:
Revision of srom and ceramic bearing for dislocation.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.